Manufacturer narrative:
The stryker field service technician adjusted the tension in the brake adjuster, and the brakes functioned to specification.

Event description:
It was reported, the brakes were not functioning to specification.